Event description:
The customer reported receiving an error 4 message on their freestyle flash meter. Customer also reports that due to her inability to test, she lost consciousness and fell to the floor. She did not require any third party medical intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.